Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
03/22/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 12/20/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the belt had non-functional therapy electrodes.